Event description:
I had a zimmer hip replacement (B)(6) 2010. Serious medical problems along with horrendous pain and lack of mobility developed. (B)(6) 2015 x-ray and blood work. (B)(6) 2016 x-ray and prednisone was prescribed. (B)(6) 2016 shot of cortisone. (B)(6) 2016 mris which could not be complete due to severe pain. (B)(6) hip revision performed to get the poison out of my system. As of (B)(6) 2017, the pain is gone and muscle is almost 100 percent after several months. No one should have to go through what I went through, thus, I am begging you to help take this product off the market. Apparently no law firm will assist with this issue until the FDA recalls this defective product. I need your help.